Event description:
It was reported that during a robotic laparoscopic lower anterior resection, the surgeon noted that the monopolar curved shears (mcs) was unable to cold cut the tissue. Cleaning the tip did not resolve the issue, so the team replaced the mcs. There was no patient injury.

Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported monopolar curved shears (mcs). Review of the provided image notes that it shows an adaptor of the mcs with the serial number (B)(6) and the reference ID (B)(4), which matches the reported information. Further evaluation of the reported monopolar curved shears is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.